Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump. The malfunction did not recur, and the customer was informed to continue using the pump while being advised to call back if the issue occurs again, which the caller acknowledged and understood.